Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was out to the doctor the other day and they couldn't get the smart programmer or communicator to turn off or dismiss. The manufacturer representative (rep) was at the doctor's office last thursday. They used one they had in the office and programmed it altogether. The only thing they could think of that happened was the dog thought it was a toy and grabbed the corner of the leather. The agent tried to walk the caller through troubleshooting. The handset kept shutting off. The patient was going to charge the external equipment and call back. Medical history: patient had surgery and was left in a wheelchair. Additional information was received from the patient. The patient called back and reiterated previously reported information: that they'd been having a constant urinary tract infection and they hadn't had much success with "this thing working" and their dog had chewed on their wallet and bit into the corner of the handset and while they'd been able to "get it to work", when they went to the healthcare provider (hcp) office, they and the manufacturer representative (rep) hadn't been able to to do what they needed to do so they'd told the patient to call the manufacturer company for a replacement handset. The patient was able to tap into the therapy application however when they went to hit "find device" the screen wasn't responding to their touch because of the damage to the lower screen from the dog. Patient services sent the patient email instructions for the sunmed medical replacement process. The patient provided medical information: they were wheelchair bound which meant it took them a little bit of time to move around, and they couldn't do much with their one hand. They also said that they'd had "bifocal surgery" and now they could see far away but not up close ever since. The agent told the patient to contact sunmed to get a replacement handset and work with their hcp regarding their symptom concerns once they received it. There was a patient email reply on (B)(6) 2026, inquiring about sunmed ordering portal. The agent replied to the patient, redirected to sunmed.

Manufacturer narrative:
Continuation of d10: product ID: tm90q0; lot/serial# (B)(6); product type: accessory. Product ID a52300; lot/serial#: unknown; product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.